Event description:
On (B) (6) 2010 the lay patient contacted lifescan (lfs) alleging that his one touch ultra link meter read inaccurately high. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient provided the following information: the patient uses an insulin pump. The product issue occurred in early (B) (6). The patient tested with the subject product around 11:00 pm and received a reading of 235 mg/dl. He denied testing with another device. At about 11:15 pm, the patient took a bolus of 4 units novolog insulin. Afterward, the patient fell on the kitchen floor, he was confused, and his speech was slurred and rambling. The patient's wife found him on the kitchen floor at 2:00 am. He was attempting to get up off the floor. The patient received glucose tablets or gel from a non-health care professional (hcp), presumably his wife. A control solution test was not performed because the patient denied having control solution. The patient's product was replaced. This complaint is reported because the patient alleges that he took additional insulin based on an inaccurately high reading on the lfs product and afterward he experienced symptoms suggestive of hypoglycemia and was treated with oral glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.